Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the pump stop issue has been completed. The device was not returned for investigation. Data log analysis confirms motor current spikes, high purge pressure, and a low purge flow. Based on the data logs, the most likely cause of the pump stop was due to high purge pressure. Added h6-impact code 4644.

Event description:
The user facility reported a 63-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp pump stopped during patient support. Based on the provided information, support continued with the implanted pump following the temporary stop and there was no noted patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
Sections b5 and h6 updated to coincide with the additional information that was received. The device has not yet been received for evaluation. Upon investigation closure, a supplemental report will be submitted.

Event description:
Additional information was obtained providing clarification regarding the event. It was noted that upon arrival to the ICU following impella cp implant, purge flows were lower than expected. Discussions were initiated on how to counteract the issue; however, the flow rate continued to drop during this time. A tpa protocol was submitted to the pharmacy, but the pump stopped while awaiting delivery. The device was explanted and the patient was reported to be stable following the event. There was no patient harm.